Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient who had an implanted pump. Indication for use was noted as intractable spasticity and cerebral palsy. It was reported that two months after having a pump put in, it became infected and had to be removed. The patient had a very bad experience. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.